Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-04850. It was reported the patient's leads had migrated. As such, surgical intervention may occur to address the issue.

Event description:
It was reported that one lead had migrated. The lead was explanted and replaced to address the issue. The investigation did not determine which lead had migrated, as such, both leads are being reported on.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.